Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Tech states the provider states chair will still drive while still plugged into the charger.